Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported during a service visit, that the spinemap 3d software was inaccurate. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a service visit at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported during a service visit, that the spinemap 3d software was inaccurate. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a service visit at the user facility, there was no patient involvement and no delay to a surgical procedure.